Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family scs-linear leads. Upn m365sc2317700 model sc-2317-70 serial-lot (B)(6). Batch 7079421 UDI (B)(4).

Event description:
It was reported that the one of the patient's spinal cord stimulation (scs) leads displayed high impedances, resulting in inadequate pain relief. Attempts to optimize device programming were unsuccessful in resolving the issue. The patient underwent a revision procedure in which both leads were removed and replaced with new leads. The postoperative condition of the patient was normal, with no complaints of adverse health effects.

Event description:
It was reported that the one of the patient's spinal cord stimulation (scs) leads displayed high impedances, resulting in inadequate pain relief. Attempts to optimize device programming were unsuccessful in resolving the issue. The patient underwent a revision procedure in which both leads were removed and replaced with new leads. The postoperative condition of the patient was normal, with no complaints of adverse health effects.

Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: product family scs-linear leads. Upn m365sc2317700. Model sc-2317-70. Serial-lot (B)(6). Batch 7079421. UDI (B)(4). Sc-2317-70, sn (B)(6). Visual and x-ray inspection of the lead (sc-2317-70, sn (B)(6)) revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent-kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent-kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Sc-2317-70, sn (B)(6). The returned lead was analyzed and no anomalies were found. The lead passed the impedance test.